Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited varying pacing impedance and noise due to electromagnetic interference. No intervention was performed. The patient will continue to be monitored. There were no patient consequences.